Event description:
Elderly male was undergoing a femoral artery angioplasty procedure with stent placement. The surgeon successfully deployed a stent to the iliac artery. The stent measured 6mm x 25 x 120cm. The stent was deployed successfully, however upon retrieval of the deployment portion of the device, the device broke. The surgeon was able to remove the broken piece without harm to the patient. The gore rep. Was present and the deployment device and retrieved broken piece was handed off to the gore rep. Manufacturer response for stent deployment device, gore viabahn endoprosthesis with heparin (per site reporter). Manufacturer's field rep was handed the deployment device at the time of the incident.